Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered pain and discomfort in her right hip and metallosis exposure. Update (B)(6) 2013- medical device declaration was received stating dor. Part/lot information was also given. Update (B)(6) 2014 - medical records received. Patient was revised to address metal stained fluid collection, tissue response to metal, granulomatous metal stained tissue, corrosion on the neck, and cystic changes. The stem and sleeve have been added to the complaint. This complaint was updated on: (B)(6) 2014.